Event description:
It was observed that during the device evaluation, that the subject device exhibited a noisy image when shaking the scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported issue occurred due to a faulty scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.